Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon evaluation the u1005, u1004, and u6 components were defective on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.